Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer was experienced low blood glucose level. Customer performed displacement test and it was passed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). S/w ver. 5.2a, retainer ring = black. On (B)(6) 2021 the customer reported low bg (over delivery). Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. Although the adapt tool does list no delivery alerts, they all occur way after the event date. The adapt tool does not list any unusual pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After swapping in/out boards & cases, the high sleep current measurement is isolated to pcba1. In summary, the customer¿s report of over delivery was not confirmed during testing. The high sleep current is due to a hardware problem isolated to pcba1.